Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt heart racing and was in ventricular tachycardia (vt) and the implantable cardioverter defibrillator (ICD) did not provide therapy. The device was at end of service (eos) and alerted for charge circuit timeout and charge circuit inactive. It was noted that the device had declared recommended replacement time (rrt) several years ago. The device remains in use. No further patient complications have been reported as a result of this event.